Event description:
The customer reported being hospitalized due non diabetes related issues. Troubleshooting was performed. The customer was not sure if the insulin pump was exposed to an MRI. The customer stated having different procedures, and during the night she had an insulin reaction and her blood glucose dropped to 33mg/dl. The customer stated that the buttons were unresponsive. The battery was replaced and the insulin pump was able to prime. The alarm history was reviewed and found no delivery and motor error alarms after the low reservoir alarm. Explained to customer that the insulin pump is working properly at the time. Advised the customer to call back if further assistance is needed. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.